Event description:
It was reported that the stent dislodged. A 2.25 x 20 mm synergy xd was selected for used. At the time of inflation, no stent was noted. The stent dislodged in the cover cap. There were no patient injuries reported.

Event description:
It was reported that the stent dislodged. A 2.25 x 20 mm synergy xd was selected for used. At the time of inflation, no stent was noted. The stent dislodged in the cover cap. There were no patient injuries reported.

Manufacturer narrative:
Device evaluated by manufacturer: the detached stent was returned for analysis. The delivery catheter was not received for analysis. A visual and microscopic examination of the detached stent noted that the main body of the stent was stretched with stent struts misaligned. A microscopic examination of the stent noted that the stent did not appear to have been deployed. Both ends of the stent did not appear to have been subjected to any partial deployment.